Event description:
This unsolicited device case from (B)(6) was received on 27-may-2016 from a physician (orthopedic surgeon). This case concerns a patient (demographics unspecified) who presented with hemarthrosis after receiving treatment with synvisc one. The medical history, past drug, concomitant medication and concurrent condition was not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, after an unknown latency, the patient presented with hemarthrosis with swollen leg and discoloration of leg (black) following injection of synvisc one. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: important medical event. French imputability: c1s1b1. Additional information was received on 31-may-2016: global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 31-may-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 31-may-2016: this case concerns a patient who presented with hemarthrosis following injection of synvisc one. Based upon the nature of the event the causal role of product cannot be denied. However, the lack of information regarding the site of event and administration, technique of injection and patient's underlying condition is required to make complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician (orthopedic surgeon). This case concerns a patient (demographics unspecified) who presented with hemarthrosis after receiving treatment with synvisc one. The medical history, past drug, concomitant medication and concurrent condition was not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, after an unknown latency, the patient presented with hemarthrosis with swollen leg and discoloration of leg (black) following injection of synvisc one. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. (B)(4). Pharmacovigilance comment: sanofi company comment dated 31-may-2016: this case concerns a patient who presented with hemarthrosis following injection of synvisc one. Based upon the nature of the event the causal role of product cannot be denied. However, the lack of information regarding the site of event and administration, technique of injection and patient's underlying condition is required to make complete case assessment.